Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was programmed to right ventricular (rv) pacing only and the patient was experiencing diaphragmatic stimulation. It was determined that there were over 1,800 mode switches, and technical services (ts) explained that atrial tachy response (atr) mode switch was biventricular pacing only. It was also noted that the observed atr mode switches were attributed to farfield oversensing. In order to have true rv-only pacing, left ventricular (lv) output needs to be programmed subthreshold. This crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.